Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The conductor wire was found broken at the distal end. The conductor wire was broken at the yaw pulley interface. The silicon was still intact. No thermal damage was found. Insulation damage was also found to the surface of the conductor wire that was not broken. No thermal damage was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that he was not able to twist the fenestrated bipolar forceps instrument wrist. The customer noted they saw a metal cable sticking out of the wrist. The procedure was completed with no reported injury.